Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d4, h3, h4. The following fields were corrected: d5 and d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified; therefore, a root cause could not be determined. Additionally, it was possible that the user could not perform reprocessing properly due to leakage from biopsy channel. The events can be detected and prevented in accordance with the following sections of the instructions for use: "IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope.". Olympus will continue to monitor field performance for this device.